Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ventricular lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This lead was previously out of service due to product performance issue. All available information indicates that this lead was explanted.